Manufacturer narrative:
(B)(4). The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unreported date, the patient experienced fever, yellow/ green drainage and redness at the stoma site. A culture of the site identified a staphylococcus infection. The patient was originally treated with antibiotic levaquin oral for 10 days and then with antibiotic bactrim oral for 10 days. After the two rounds of antibiotic therapy, the patient's gastroenterologist recommended the pegj tubing be removed to allow the stoma site to heal completely. The pegj tubing was removed on (B)(6) 2017.